Event description:
Related manufacturer reference number: 2017865-2022-48677. It was reported that the left ventricular lead exhibited high capture thresholds. The patient presented for the procedure and during the procedure, the right ventricular lead dislodged and pulled back into the svc. Both leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of inadequate capture threshold was confirmed. As received, a complete lead was returned in two pieces for analysis. Visual inspection found an external insulation abrasion breaching the lead insulation tubing proximal to the suture sleeve tie mark consistent with friction to device can. The cause of inadequate capture threshold was due to the exposure of the inner coil at the abrasion zone.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual examination found the helix was fully extended and clogged with blood/tissue. The helix was measured within specifications. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. Additional findings: visual examination found one external insulation abrasion breaching the optim sheath only consistent with friction to another device or feature of patient¿s anatomy.